Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture, and capsular contracture baker grade iii. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent an unspecified breast augmentation with a 500cc mentor memorygel breast implant experienced right sided baker¿s grade iii capsular contracture, and rupture post procedure. The issue was discovered through preoperative visitation. The right side was full of fluid and gummy yellow matter so sent fluid for alcl testing, and it was left to settle and heal. As a result, patient underwent replacement with another mentor gel on (B)(6) 2021. The report indicated that the condition of patient was stable after the surgery and was discharged.